Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my surgery in june') in an adult female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal dryness ("dryness"). The patient was treated with surgery (bilateral salpingectomy with exploratory laparotomy with lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and vulvovaginal dryness outcome was unknown. The reporter considered medical device removal and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and vulvovaginal dryness. Batch no b94869, production date 2013-11-14, expiration date 2016-11-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('had my surgery in june'). In an adult female patient who had essure (batch no. B94869), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal dryness ("dryness"). The patient was treated with surgery (bilateral salpingectomy with exploratory laparotomy with lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and vulvovaginal dryness outcome was unknown. The reporter considered medical device removal and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and vulvovaginal dryness. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: essure lot number added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my surgery in june') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal dryness ("dryness"). The patient was treated with surgery (surgery to remove essure.). Essure was removed. At the time of the report, the medical device removal and vulvovaginal dryness outcome was unknown. The reporter considered medical device removal and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and vulvovaginal dryness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my surgery in june') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal dryness ("dryness"). The patient was treated with surgery (surgery to remove essure.). Essure was removed. At the time of the report, the medical device removal and vulvovaginal dryness outcome was unknown. The reporter considered medical device removal and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and vulvovaginal dryness. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.